Manufacturer narrative:
Received unit with unresponsive act button due to corroded keypad trace. Unable to perform a displacement test due to unresponsive button. Minor scratched lcd window noted. Unit had battery tube threads cracked, cracked reservoir tube lip, cracked case at display window corners and cracked reservoir tube. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has many scratches on the lcd screen. Customer's blood glucose was unknown at the time of incident. No further information was provided.